Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. In addition, it was reported that the customer experienced a low and elevated blood glucose (bg) level. Specific values were not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer consumed sweets and administered a manual insulin injection to address bg levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.